Manufacturer narrative:
(B)(4). Evaluation of the returned device on july 7, 2015 found included in the return was a specimen bottle containing the distal segment of the stent deployment system (including the tip). Inner guidewire lumen exhibits stretching and necking down. Additionally, 2 images of the stent in vivo were received showing the sent within a stent and a snare being used.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The protege gps stent was to be deployed in the left external iliac. Stent was advanced from contra lateral access to the iliac with a 6fr 45cm sheath. The protege gps stent began to deploy at the target site. At about the 50% mark, the deployment system lost its tension and stent deployment stopped. While attempting to pull the catheter and stent out of the body, the stent became snared on a common iliac stent. The stent deployed within the existing common iliac stent. Once the catheter was removed under fluoroscopy a picture of the aorta iliac bifurcation was done showing the tip of the catheter still in body at the level of the aorta iliac bifurcation. The tip was removed with a snare and taken out of the body.